Event description:
Additional information received indicating the surgery date is 05/21/2015.

Event description:
It was reported the patient had his spectra penile prosthesis removed on an unknown date for unknown reasons. No patient complications were reported in relation to this event.

Manufacturer narrative:
(B)(4). The spectra device was visually inspected. One cylinder had a 3 millimeter cut in the outer coating near the front tip. This appears to have occurred during the removal surgery. The other cylinder performed within specifications.